Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00620. It was reported the patient experienced ineffective stimulation located in their left leg due to lead migration. Reportedly, the right lead migrated. In turn, the patient underwent surgical intervention (B)(6) 2019 wherein the lead was repositioned to t8 which resolved the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.